Event description:
It was reported that (1) atg45 and (1) tr45g were used during a thoracoscopy procedure. It was reported by the rep that the surgeon was doing wedge resection and was on the third firing of the ets45. When surgeon fired the third reload, the jaws were released after completing the firing sequence and the staples fell out of the reload, unformed and the stapler did not cut the tissue. A new reload was placed in the stapler and it fired and cut correctly. The case was completed without further incident and no other ets45 was pulled. There was no consequence to pt.